Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricular (rv) lead had perforated through the apex of the heart. There was no capture at the maximum in bipolar and loss of capture in unipolar. It was also noted that there was impedance changes and pacing inhibition for no more than 2 seconds. The patient reported feeling chest discomfort. The perforation was confirmed with a chest x-ray. Subsequently, a revision procedure was required and the lead was repositioned. No additional adverse patient effects reported.

Event description:
It was reported that the right ventricular (rv) lead had perforated through the apex of the heart. The patient reported feeling chest discomfort. The perforation was confirmed with a chest x-ray. This required a revision procedure to reposition the lead high on the septum and due to pericardial effusion that required pericardiocentesis to remove fluid from the pericardial sac. Information was later received that after the revision procedure, there was no capture at the maximum in bipolar and loss of capture in unipolar. It was also noted that there was impedance changes and pacing inhibition for no more than 2 seconds. The physician believed this may have been due to patient anatomy and the following day opted to explant the lead and implanted a new one successfully. No additional adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.